Event description:
It was reported that during a peg device placement procedure, the snare wire of the device detached in the pt's stomach and a piece of the device still remains in the pt. An on site eval was performed. The contamination of the device and the condition at the facility limited the scope of the eval. The snare loop was observed to be missing. The ball weld tip was viable and the metal tip was blackened. No functional eval was possible. The blackened tip may indicate an excess power usage. The product has been retained by the facility.